Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was unable to be removed from the patient in a normal fashion because of a deflation issue. It was noted that several attempts to remove the device using lubricant were made by a surgeon and a nurse. The surgeon was able to remove the device while the patient was under sedation.

Manufacturer narrative:
One sample was used sample with a green valve. At the visual examination we see the balloon distended. From experience, silicone balloon deflation could come from various causes. In this cases we can not identify any specific root cause as insufficient information has been provided to do so.